Event description:
It was reported that a spectrum infusion pump kept alarming upstream occlusion. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.